Event description:
It was reported that the patient experienced shocking sensation in the generator site and burning sensation in the left neck. X-rays taken were reported to look good. The patient's caregiver is unwilling to turn off device as it might affect patient's epilepsy treatment. The caregiver requested for a prophylactic replacement as a result. Additional information was received that the physician checked the patient's vns device. The physician did not make any changes to settings (normal output current - 1.5 ma and magnet output current - 1.75 ma) and noted the impedance to be correct. There was no reference to surgery noted in the patient's recent clinic notes and no device issue was suspected per the physician. No known surgical interventions have occurred to date.

Event description:
Patient underwent full revision surgery on (B)(6) 2015. It was reported that the explanted products will not be returned to manufacturer unless the patient signs a release form during surgery.